Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant was not reported and the aortic neck angulation was less than 45 degrees. There was 25 mm of stent graft fixation in the iliac arteries and there was presence of thrombus in the aortic neck. It was reported that the stent graft migrated with the presence of a proximal type 1 endoleak. The stent graft was 4 cm below the lowest renal artery. The migration was attributed to disease progression and dilatation of the aortic neck to 32 mm. Three talent aortic cuffs were implanted and successfully resolved the migration and the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
(Secondary intervention): eval - results: (dilated aortic neck). (Migration, endoleak). Conclusion: (dilated aortic neck).